Event description:
The customer provided additional information on august 07, 2023: the incident was observed during the preparation of cyclophosphamide for the pui (hospital pharmacy) before dispensing to care services. No adverse events, no human harm, no delay in therapy, no blood loss and no physical defects were observed before use. No leakage was noted. The incident was observed at the end of drug preparation.

Event description:
The event occurred on an unspecified date (during the first semester of 2020) it and involved a spinning spiros® closed male luer, purple cap. The customer reported that the device had a defective screw thread that did not lock, leading to disconnection. There was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history record (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.